Event description:
It was reported that pump screen was broken, and display remained black so pump could not be viewed or used normally. There was no reported impact to the customer¿s blood glucose level. Customer was expected to return pump for evaluation and received replacement pump.